Event description:
Additional information received reported that prior to the reported replacement procedure, no troubleshooting tests were performed because, as mentioned before, there were no withdrawal symptoms reported. Thus it was further noted that "it was not determined what portion of the catheter was occluded/kinked/collapsed". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that during a planned pump replacement, the physician was unable to aspirate the catheter for cerebrospinal fluid (csf). As a result the catheter was also replaced. Prior to surgery the patient had denied any withdrawal symptoms. After the procedure the patient's family also denied any withdrawal symptoms. The patient was instructed to follow up with the managing physician in two weeks. The device system was used to deliver lioresal 500mcg/ml which was at a rate of 158mcg/day and lowered to 100mcg/day following the procedure. Additional information has been requested but was not available at the time of this report.